Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said their device was replaced due to normal battery depletion. They also said they were able to replace the device on (B)(6) 2020 because "they weren't communicating"; there was too much blood (this information conflicts with what was previously reported). No further patient complications have been reported as a result of this event.